Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported issue was evaluated by medtronic personnel. The investigation suspects that the probable cause of the anomaly is related a hardware issue with the mouse. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive after starting the system. The system was at the application launch screen when it became unresponsive. It was reported that the mouse could not be moved. The reported issue occurred during calibration, and restarting the navigation system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.